Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. The pulse generator exhibited backup operation. After a user download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.